Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening the packaging, a hair was found inside the sterile packaging. There was no harm or health impact to the patient. It was reported that no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Visual evaluation of the returned product found the packaging was previously opened. The hair-like fiber could not be located. No damage to the device was noted. As the product was returned opened with no evidence of debris, the source of the reported debris cannot be confirmed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.